Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the issue and identified a can bus interruption. The service representative was informed by the perfusionist that a poor connection had been identified. A complete system check and technical safety inspection was performed. A serial readout was performed and sent to livanova (B)(4) for analysis. A three hour test run was performed without any system errors and the unit was returned to service. Analysis of the serial readout at livanova (B)(4) confirmed the error. It was concluded that the malfunction was the result of the can bus interruption. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Sorin group (B)(4) received a report that the system panel failed during set-up. The screens turned blue and no display was seen. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the system panel failed during set-up. The screens turned blue and no display was seen. There was no patient involvement. The investigation is on going. A follow-up report will be sent when the investigation is complete.